Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was over 600 mg/dl. Customer stated they had to change out the infusion set and reservoir due to their blood glucose. Customer also reported a no delivery alarm occurring. Customer stated the alarm was resolved by a complete set change. The customer could not troubleshoot at the time of the call. Customer agreed to return the reservoir for analysis.